Event description:
Abnormal blood glucose really high and then with no insulin bolus ran really, really low with having to eat 2 or 3 meals to correct. Also elevated a1c per endocrinologist for abnormal plastic clear ring for medtronic 670 g insulin pump. FDA safety report ID # (B)(4).